Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the bottom case cracked by the battery compartment. Visible contamination by the "l" bracket pole clamp. Event log history was performed and indicated that primary audible alarm background test was found recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker and interconnect board as a preventive measure and performed self-test/occlusion test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm background test failure. No patient was involved in this event. No adverse effects were reported.